Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through strykeractive on a mako total hip replacement post " I had one and 11 months later it failed now you can get fluid out of it and its very painful but I live alone and I'm not going through it again."